Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the knife stopped on the way of the first firing on the rectum. The motor sound was heard after the trigger was grasped several times, but the device did not move. The manual override lever was used to release the device. It was found that the deployed staples were unformed. Another device was used to complete the case. There were no adverse consequences to the patient. The surgeon commented that the jaws did not clamp any objects during use. Dents were observed on the surface of the cartridge when checked after the procedure. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 2/6/2020. D4: batch # t5dz0z. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage with an ecr60g cartridge loaded in the device. The reload was received partially fired 2/3 with the pan detached from the cartridge. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Photo evaluation summary: upon visual inspection of one photo, the following was observed: the photo shows a device and a green reload not loaded on the device from top view. The device can be seen with the jaws open and with the bailout door removed. The reload can be seen with the pan totally detached. Based on the photo the events described are confirmed, however, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.